Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an asystole event, however, no reported product allegations were made. Since the patient was pacer dependant, the physician elected to explant and replace the device, and cap and replace the right ventricular (rv) lead. No further patient complications have been reported as a result of this event.